Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, when the physician inflated the balloon to 3.5 atm, the balloon ruptured. Follow up indicates that nothing detached inside the patient. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned device found that the balloon could not be inflated and was torn. No other damage was noted to the device. The most probable root cause for balloon damage is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, when the physician inflated the balloon to 3.5 atm, the balloon ruptured. Follow up indicates that nothing detached inside the patient. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.